Manufacturer narrative:
H.6 investigation summary "material #: 364314. Lot/batch #: 2305391. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to cracked barrel as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode cracked barrel. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Event description:
It was reported that while using bd preset¿ arterial blood collection syringe that there was failure of product to contain blood. The following information was provided by the initial reporter: cracks were found in the syringe during blood collection and blood could not be collected.